Event description:
It was reported that this right atrial (ra) lead was repositioned due to a dislodgement. This was confirm during surgery via fluoroscopy. No additional adverse patient effects were reported.